Manufacturer narrative:
Report source - foreign: the event occurred in (B)(6). Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was evaluated by external contractor.

Event description:
It was reported a patient underwent a total hip revision procedure approximately nine years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.